Manufacturer narrative:
Additional information: d10 - concomitant medical products and therapy dates; device evaluation: the suspect medical device was not returned to the manufacturer for evaluation/investigation since it was reportedly discarded at the user facility. Therefore, the manufacturer's evaluation was exclusively performed on the basis of the provided information. According to the available photo documentation, an application with the generator setting in highcut mode was chosen. This generator setting is not permitted for the affected medical device. According to the instruction for use (IFU) the rollerball electrode is classified exclusively for the use in coagulation or vaporization mode. It is assumed that the damage to the affected product was caused by the incorrectly selected generator setting since the use of monopolar resectoscopes with high voltage settings of the generator leads to faster abrasion and/or premature electrode breakage before the end of the expected service life. Therefore, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the hf resection electrode without showing any abnormalities. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure at an unknown date, the roller ball at the distal end of the hf resection electrode broke off and fell into the patient¿s bladder. However, no fragment remained inside the patient since it was reportedly retrieved. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.